Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 597mg/dl. The customer's most current level was 548mg/dl. The customer states they are epileptic and have had two seizures already. The customer states there was an emergency room visit for their high blood glucose levels. The customer states that when they removed their infusion set, it was found to be bent. Troubleshoot was conducted; however it was not completed due to customer having to get off the line. The customer states they will change out their infusion set and call back if issues arise.